Manufacturer narrative:
Date rec'd by MFR: 28jun2019. Date of report: 06aug2019. The manufacturer's field service engineer (fse) confirmed the reported touchscreen issue. The touchscreen was not responsive to touch finger commands and failed touchscreen calibration multiple times; bad touch detected. The fse replaced the defective touchscreen to address the reported problem. The fse replaced the touchscreen and successfully performed touchscreen calibration. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the touchscreen is out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a touchscreen failure. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a touchscreen failure. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.